Event description:
It was reported that the patient had an infection at the implant site. It was noted that the patient was admitted to the hospital with an obvious opening in the incision and exposure of the stimulator components. The patient developed wound dehiscence at the site with visible hardware of the stimulator. It was also reported that the patient was charging the ipg frequently which caused burns, wound disruption and infection. The patient was placed on intravenous (IV) antibiotics and underwent an explant procedure. Additional information was received that the cause of infection was unknown. The explanted ipg and leads were not returned.

Event description:
It was reported that the patient had an infection at the implant site. It was noted that the patient was admitted to the hospital with an obvious opening in the incision and exposure of the stimulator components. The patient developed wound dehiscence at the site with visible hardware of the stimulator. It was also reported that the patient was charging the ipg frequently which caused burns, wound disruption and infection. The patient was placed on intravenous (IV) antibiotics and underwent an explant procedure. Additional information was received that the cause of infection was unknown. The explanted ipg and leads were not returned. Additional information was received that the patients wound occurred due to high charging thresholds and increased need for charging the ipg which caused overheating of the device. The patient developed skin irritation or burn and subsequent infection at the ipg site. It was noted that the wound was healing slowly and developed redness, swelling as well as scant purulent drainage. It was also mentioned that the patient experienced pain and stimulation in a non target area. The patient was placed on oral antibiotics and underwent a wound debridement procedure.

Manufacturer narrative:
Exact date unknown, event occurred within the month following the implantation on (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5137719 / 5138832 / 5173664 / 7070001.

Event description:
It was reported that the patient had an infection at the implant site. It was noted that the patient was admitted to the hospital with an obvious opening in the incision and exposure of the stimulator components. The patient developed wound dehiscence at the site with visible hardware of the stimulator. It was also reported that the patient was charging the ipg frequently which caused burns, wound disruption and infection. The patient was placed on intravenous (IV) antibiotics and underwent an explant procedure.